Manufacturer narrative:
Several unsuccessful attempts to contact the customer/patient were made to obtain more information.

Event description:
It was reported by the customer that the bath bench collapsed under her, and she had to be taken to the hospital. No further information was able to be obtained.